Event description:
Event description boston scientific received information that this device was explanted and replaced because it reached end of life. The physician indicated that this battery depleted prematurely. Boston scientific received additional information that during the replacement procedure, the lead impedance and thresholds measurements were normal, but the physician observed an insulation break in this lead. Both the lead and the device were explanted and replaced.